Event description:
The hcp reported the patient had an MRI in 05/2007; the pump settings had not been checked before or after the MRI exam. Device interrogation logs showed that a motor stall occurred on the same day as the MRI; a recovery message appeared once the pump was refilled and updated the following month. The patient did not have any symptoms and no volume discrepancy was found; the drug used in the pump was morphine. Additional information has been requested from the physician.